Event description:
It was reported that the technician opened the lens tray of an aq2010v silicone three-piece lens and noted there was a spot on the lens. The lens was not used and there was no patient contact.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaints were found within the work order. PMA# p900048.